Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and initially verified the reported issue. After further testing, however, the device began operating properly. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. (B)(4).

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device was experiencing multiple power related issues. Initially, the biomedical engineer was unable to power the device on; however, after unplugging the device from ac power and removing the battery, then reinstalling the battery and plugging it back in to ac power, the device began continuously resetting by itself. The biomedical engineer advised that after numerous resets the device finally remained powered on, but then it would not power off when prompted. There was no patient use associated with the reported issue.

Manufacturer narrative:
The customer notified physio-control that they received their device back but were still experiencing power related issues. The customer advised that their device would power on by itself and go through a continuous reset. Physio requested that the device be returned for further examination. Physio re-evaluated the customer's device and verified that the device would power on by itself; however, no power off or device reset issues were observed. During testing the device would monitor ECG, charge and shock when prompted. Physio then replaced both the system controller and user interface pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.